Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. A customer¿s caregiver reported that on (B)(6) 2020, a reading of 268 mg/dl was obtained on the customer¿s sensor when compared to a built-in meter reading of ¿lo¿ (readings less than 40 mg/dl) message. The customer experienced a symptom of tremor and was unable to self-treat and treatment of oral glucose was administered by the customer¿s father. The customer had contact with a healthcare professional on (B)(6) 2020 and a reading between ¿120 mg/dl-130 mg/dl¿ was obtained but no additional treatment was rendered. There was no report of death or permanent injury associated with this event.